Event description:
It has been reported to philips that the device stopped displaying cardiac rhythm, displayed "lead off" message. Intermittent ECG failure.

Event description:
It has been reported to philips that the device stopped displaying cardiac rhythm, displayed "lead off" message. Intermittent ECG failure.